Event description:
It was reported that the patient presented in clinic for follow up one day post revision procedure. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device download, normal function resumed. No patient symptoms were reported.